Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the mfg records will be reviewed. We anticipate that the eval will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a f/u report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Medwatch report explains that pt has history of shunted hydrocephalus with a codman programmable valve programmed at 70 with the unitized siphonguard. The valve had been implanted for 2 months. Admitted for malfunction of this valve that requires replacement. It was explained that the valve was not suiting his intracranial pressures and constant headaches. Pt was taken to surgery and replaced codman valve.